Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted intellis adaptivestim pain neurostimulator experienced an inability to increase stimulation using the remote, a bad connection on electrodes 12 and 15, high impedance on electrodes 12, 14, and 15, and a loss of stimulation. Connection and impedance checks were performed, revealing high impedance values on the specified electrodes. All stimulation groups were adjusted to avoid the high impedance electrodes. The patient did not have the remote available to test the adjustments at the time, and follow-up was planned if needed. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.